Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older.

Event description:
Reportable based on device analysis completed on 16 nov 2018. An unknown issue was reported. Vascular access was obtained via the femoral artery. The 90% stenosed, 0.36mm x 3.5mm, concentric, de novo target lesion containing >45 and <90 degrees bend was located in the non tortuous and non calcified left anterior descending. A 3.50x38mm promus element plus drug-eluting stent was selected for treatment. However, the alleged issue was provided. The procedure was completed with another intervention. However, returned device analysis revealed stent damage. A visual and microscopic examination of the crimped stent found damage to the stent. Damage was noted to multiple stent struts along the stent profile with stent struts lifted. The undamaged crimped stent od (outer diameter) was measured within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip found no damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.